Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted and replaced with non-allergan device.this record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as unidentified (tear) opening. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted and replaced with non-allergan device.this record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.